Manufacturer narrative:
.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: patient required surgery to treat perforation as the graftmaster was unable to cross the lesion. Device issue: failure to cross. It was reported that the jostent graftmaster was being used to seal a perforation in the right coronary artery (rca); however, it was unable to cross the lesion. The patient required surgery (CABG) in order to treat the perforation. Reportedly, the patient is doing well. No additional event or patient information is available.